Manufacturer narrative:
Results: the device was returned for evaluation. The wrist locking strap has detached from the restraint. The base of the steel post is damaged. The tip of the steel post is bent. The rivet plate imbedded within the wrist cuff was removed for investigation, revealing the remaining broken pieces from the base of the steel post. A closer look at the steel post base suggested excessive force was applied, causing the wrist locking strap to detach from the wrist cuff and possibly cause the tip of the steel post to bend. The information available regarding the incident is not enough to determine the root cause of the damage. Note: the instructions for use (IFU) warns, "before each use, check cuffs and straps for cracks, tears, and/or excessive wear or stretch; cracked or broken buckles or locks; and/or that hook and loop adheres securely, as these may allow patient to remove cuff. Discard if device is damaged." IFU also contraindicates, "do not use this device on a patient who is or becomes: suicidal; highly aggressive or combative; self-destructive; or deemed to be an immediate risk to others, unless the patient is under constant supervision." All complaints are trended and reviewed by management on a monthly basis. As a part of the monthly review, any trends or excursions above the control limits for this failure mode will be assessed, documented and acted upon as warranted. No corrective or preventative actions are necessary at this time. Manufacturer record file # (B)(4).

Event description:
Customer reported to the sales rep that the patient broke the metal pin from the cuff. There were no injuries reported. This report is based on device return and evaluation results. Additionally the exact date of event is unknown.